Manufacturer narrative:
(B)(4). Malformed clip the analysis results found that the (B)(4) device was returned with the jaws broken at bifurcation and with one pear shaped clip inside the jaws. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The device was cycled and ejected the remaining clips due to the jaw condition. In addition, the device locked out as intended but the orange indicator was not completely visible. The found condition of the jaws and the indicator failure are not related to the incident reported. It could not be determined what may have caused the received malformed clip. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips were malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.